Event description:
It was reported by service report that the side rail panels were broken apart and there were sharp edges and also areas where fluid could ingress. No patient involvement or adverse consequences are reported.